Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that a single t-wave oversensing (twos) event was observed on presenting rhythm strip as well as a non-sustained ventricular tachycardia episode on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.